Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump does not always gave low battery warnings. The customer¿s blood glucose level was unknown. Customer stated that insulin pump ring on cap of reservoir was falling apart and random no delivery alarms. The insulin pump will not be returned for analysis.